Event description:
A hemodialysis user facility has reported that approx 15 minutes into treatment, a blood leak occurred. The machine alarmed, leak was visually observed and confirmed with test strips. Estimated blood loss was 300 cc's. A new system was strung and the pt completed their treatment without further issue. There is no other know ill effect to the pt. There is a sample available for eval. .